Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited a noisy image occurs and the scope cover unit and universal cord were sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the noisy image was caused by a failure of an electrical component. The sticky/corrosion on the scope cover and universal cord were likely caused by a leak. However, root causes could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.